Event description:
It was reported by the patient that they were told their device will only last 2.5 years and will need to be replaced due to the battery. In addition, the patient complains of pain near the implant site, as well as fatigue and lightheadedness. The device currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri58, lead, implanted: (B)(6) 2013; 5086mri58, lead, implanted: (B)(6) 2013. (B)(4).